Event description:
It was reported that the device had a degraded downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
H3:one device was received for analysis. Service history review identified that the device had a previous related repair to the current problem. Functional and visual tests confirmed the reported issue. The root cause of the problem was contamination of the downstream occlusion seal (dso). The dso seal will be replaced. The device then passed all functional tests after the repair.